Event description:
The customer reported via phone call that the insulin pump had a blank display and alarmed failed battery test. The customer stated that the insulin pump alarmed weak battery alarms with low batteries, and the insulin pump would just shut off. The customer did not know the blood glucose reading. The customer observed a crack in the battery compartment at the threading. He was unsure how the damage occurred. He noted that he was using the recommended battery type. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. No failed battery test or weak battery alert alarms occurred during testing. Unable to verify battery cap damage due to the pump being received without the original battery cap. The pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.